Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was explanted due to varying impedance measurements. It was suspected that the lead was not correctly connected to the device. This device remains implanted. No adverse patient effects were reported.